Manufacturer narrative:
The unit was returned to the service center for evaluation. A visual inspection found no damage on the sockets. All switches are functional. The unit¿s error log was reviewed and found the 400 ref 26 error code 6 times. This error is generated if a tur is electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. To check for functionality, the generator was connected with our test hf cable and electrode wa22603s together with the test working element. The generator displayed pk/tur is cut tp2/180, coag des/ 100 and was able to generate the power output to cut or coag a saline-soaking tissue sample. During the evaluation it was observed that the electrode tip heated up fast and coagulated the tissue without a problem. No error 400 ref 26 --check irrigant /electrode occurred during activation. Therefore, the reported complaint was not duplicated. Further evaluation, a full inspection was performed by electronics service line. It was found that the pk rf current limit adjustment output value was slightly unstable, reading at 260mv-300mv (standard limit 300mv +/-1mv). This is contributed to a faulty pkrf printer circuit board (pcb). Based on the evaluation findings, the 400 ref 26 error code is likely due to user error and may have contributed to the reported complaint. The failed pkrf pc board is due to normal wear but did not affect the coagulation output.

Event description:
The service center was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the doctor started resecting tissue and went to utilize the generator¿s coagulation pedal and it wasn¿t firing. There was minor bleeding observed and was treated with a non-olympus generator. The generator settings were 180 cut/100 coag. The intended procedure was not completed. The patient will need to return to have the procedure done in its entirety. There was no patient injury reported.